Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: returned product consisted of a nc quantum apex balloon catheter. The balloon was loosely folded. Microscopic examination revealed that the balloon has a pinhole 14mm from the proximal markerband. There are numerous hypotube and shaft kinks. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/ procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 20mm x 2.75mm nc quantum apex¿ balloon catheter was advanced for post-dilatation. However, during inflation above rated burst pressure, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that balloon rupture occurred. A 20mm x 2.75mm nc quantum apex¿ balloon catheter was advanced for post-dilatation. However, during inflation above rated burst pressure, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is fine.